Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant, this right ventricular (rv) lead had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,500 ohms. One week post-implant, impedance measurements were stable at 852 ohms bipolar and 603 ohms unipolar. Bipolar threshold was 4.5v @ 0.4ms and unipolar threshold was 0.4v @ 0.4 ms. Patient reported feeling chest wall stimulation in both configurations. The hcp planned to consult with the physician and get x-rays. This lead remains in service. No additional adverse patient effects were reported.